Event description:
It was reported that the pt had a knee implant in (B)(6) 2009. The pt states that after the implant her knee never felt quite right, even with physical therapy. The pt states that she has complained to her doctor numerous times about the pain. X-rays of the knee were taken in (B)(6) 2010 which showed the implant was in place but there was fluid on the knee. The fluid was drained and there was no infection. The pt states that her pain did not go away after the aspiration. She states that she has been in constant pain, which has gotten progressively worse over the past three years. The pt says that by the end of the day her pain rates a 10 in severity on a scale of 10 being the highest level of pain. The pt says, she hears and feels clicking in her knee whenever she bends it. She also says, she feels grinding and resistance when bending her knee. She visited her doctor within the past two months and had x-rays taken. The doctor recommends putting a spacer in her knee or a revision surgery to fix the problem. The pt is seeking a second opinion.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.